Manufacturer narrative:
This product remains implanted and has not been returned. As such, physical analysis has not been conducted in our laboratory. The conclusion of cause not established was selected because it can be concluded that unknown factors probably contributed to the event. As no further information concerning this report is expected our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited a low shock impedance measurements below 12.5 ohms, resulting in a shorted shock. A technical service (ts) consultant reviewed device data, advising a low impedance during shock delivery is an indicator of a insultation defect in the right ventricular (rv) lead. Ts provided recommendations to replace the rv lead. The device remains implanted. No adverse patient effects were reported. New information was received that this rv lead was surgically capped/abandoned (i.e., it remains implanted, but is no longer in service). Besides surgical intervention, no adverse patient effects were reported.